Manufacturer narrative:
Product complaint #: (B)(4). Device not returned if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm if (B)(6) 2019 is a date of initial head trauma surgery for debridement and suture? Was suture breakage occurred only during initial surgery on (B)(6) 2019? What does it mean by ¿sutured wound collapsed again¿? Please explain. Was it during the initial surgery that the 'suture wound collapsed again"? If ¿¿the patient felt pain and the sutured wound collapsed again¿¿ occurred post-operatively, please provide date/onset time and any medical/surgical intervention was performed? Please provide a valid lot number and product code?

Event description:
It was reported that a patient underwent a head trauma surgery on (B)(6) 2020 and suture was used. During the procedure, the suture broke. The patient experienced pain. Another like device was used to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 02/04/2021. Additional information was requested, and the following was obtained: what does it mean by ¿sutured wound collapsed again¿? Please explain.-----the suture on the spot that was sew dehisced. Was it during the initial surgery that the 'suture wound collapsed again"? Yes if ¿¿the patient felt pain and the sutured wound collapsed again¿¿ occurred post-operatively, please provide date/onset time and any medical/surgical intervention was performed? Na. Once there is any update, we will update the information. Please confirm if (B)(6) 2019 is a date of initial head trauma surgery for debridement and suture? Was suture breakage occurred only during initial surgery on (B)(6) 2019? Lot 20190103 is invalid ( it seems more as a date). Please provide a valid lot number and product code? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.